Manufacturer narrative:
The facility did not return the product or data logs for analysis. The investigation has yet to reach a root cause. Should the cause be discovered, a supplemental will be filed. The failure mode will be monitored and trended.

Event description:
The patient in (B)(6) was admitted for a mitraclip procedure and decompensated in the surgical procedure. The impella 5.0 was placed as the patient went into cardiogenic shock. During the patient's ICU stay there were signs of hemolysis while on support with the impella 5.0. The facility treated the patient with blood transfusions. The 5.0 pump remained on for hemodynamic support until the patient could be weaned off of support and the pump was explanted after six days.